Event description:
Complainant alleged that while defibrillating a pt, a spark was seen from the electrode pads during delivery of 120 joules. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.